Event description:
It was reported that the customer was experiencing high blood glucose and has been hospitalized fifteen times. The mother stated that her daughter is in the emergency room with diabetes ketoacidosis and high blood glucose over 800mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run the high pressure test and passed. The mother did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window corner, cracked reservoir tube lip, and scratched lcd.